Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 09/16/2016. Retain product was tested and functioning according to specification. Return product is not available for investigation. Investigation: a review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridges were tested in whole blood and I-stat control level 2. Customer complaint was reproduced. Test results for the retain cartridges met the acceptance criteria found in q04.01.003 rev. Y, appendix 1- product complaint level 2 and level 3 investigation procedure. Investigation confirmed the lot is performing to specification. Assessment: no repeats on the I-stat or laboratory on the same sample on the same day. The complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification.

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant chloride (cl), and sodium (na) result on a patient. There were no injuries associated with this event. There was no additional patient information available at the time of this report. There was no repeat on I-stat. Return product is not available for investigation. Method: date: collection: test time: na: cl: I-stat, (B)(6) 2016, unk, 11:27, 119, >140. Lab, (B)(6) 2016, unk, 23:06, 139, 105. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care (B)(4).